Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the ventilator became inoperative and displayed a 'safety valve open' message. The patient was removed from the ventilator and placed on an alternate ventilator. There was no adverse event or consequences as a result.